Manufacturer narrative:
Product complaint # (B)(4). Additional evaluation summary: an empty labeled winding former a detached needle and a dispensed suture of product code (B)(4) were received for evaluation. During the visual inspection of the sample, it was observed that the needle was broken in the swage area, this condition causes the separation of the needle from suture. A fracture was observed at the suture attachment of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The needle breakage was confirmed.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2019 and suture was used. When opening the package, it was found that the needle had been detached from the suture. It was not a control release needle. There were no adverse consequences to the patient.